Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d4: additional device information: unknown / not provided d10: concomitant medical product: iunihg, certain gold-tite hexed screw, lot: unknown bopt5411, t3® tapered implant 5/4 x 11.5mm, lot: 2021071230 bopt5485, t3® tapered implant 5/4 x 8.5mm, lot: 2021090666 h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported loosening of screw and prosthetic at tooth sites 15 and 16, what resulted in a massive inflammation and bone loss. Doctor also indicated infection and edema. Implants remain implanted. Patient referred pain. Patient has been rescheduled for new prosthesis and screws. Screws placement date (B)(6) 2023 and removal date: (B)(6) 2026. This report refers to one of the screws loosening.